Manufacturer narrative:
There is no indication that the access accutnl device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. Full patient identifier: (B)(6). All related medwatch reports associated with this incident: 2122870-2014-00506, 2122870-2014-00507, 2122870-2014-00508, 2122870-2014-00509,, 2122870-2014-00510 2122870-2014-00511.

Event description:
The affiliate stated the customer reported false positive troponin I (access accutnl) results, for six patients, involving the access accutnl assay used in conjunction with the unicel dxi 800 access immunoassay system. This report is four of six referencing the patient on the event date noted. An initial result of 0.129 ug/l was obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reanalyzed the sample, on the same instrument, and obtained results of 0.028, 0.032, 0.024, and 0.025 ug/l. The patient's sample was centrifuged at 300g (relative centrifugal force) for ten minutes, at 20 degrees celsius. No sample integrity issues were noted. All of the samples were aliquoted and re-centrifuged after the initial test. The customer indicated all of the system parameters (quality control, calibration, and system check) were within specifications. No system issues were observed at the time of the event. The instrument was in normal operation.